Event description:
The patient reported that her device was "dead" and "not working". Additional information received from the healthcare provider noted that they were unable to provide information as the patient was not seen since (B)(6) 2014. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0e02b, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).